Manufacturer narrative:
Literature citation: soghoyan g, biktimirov ar, piliugin ns, et al. Restoration of natural somatic sensations to the amputees: finding the right combination of neurostimulation methods. Frontiers in neuroscience. 2024;18:1466684. Doi:10.3389/fnins.2024.1466684 continuation of d10: product ID 977d260, lot# unknown, product type lead, ubd: unknown, UDI#: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (s12) experienced lead migration to the midline of their spine on the third day after surgery. An additional lead was implanted in the proximity to the first one in order to correct the problem. It was noted that the second lead was used to deliver the spinal cord stimulation used in the study. Please see attached literature article.